Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that occlusion alarms occurred. Systems check was performed with tandem technical support and no issues were identified. Customer successfully changed cartridge and resumed insulin delivery after system check. Customers blood glucose was 138 mg/dl at the time of event.